Event description:
It has been reported to philips that the system could not boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, at startup of the system, the customer found that the system monitor was black an the system could not boot up. The patient procedure was completed on another system. A philips service engineer inspected the system onsite and determined that there was fault in the host pc main board. The service engineer replaced the host pc and the system was returned to use in good working order. The codes were updated based on the investigation outcome.